Manufacturer narrative:
Corrected sections as of 09-jul-2021: correction on section b1 to remove product problem selection since product was returned and evaluated. Investigation yield no defect found, therefore the product problem category does not apply.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. No defect found most likely underlying root cause: mlc-018: user has high glucose value note 1: manufacturer contacted customer in a follow-up call on 17-feb-2021 to ensure the customer's condition had improved- able to make contact with customer who stated condition had improved. Customer is no longer experiencing symptoms on follow up.. Customer had been hospitalized 02/16/2021-02/17/2021. Customer's blood glucose test result when at the hospital was 697mg/dl and the diagnosis was hyperglycemia. Customer did not recall treatment received when at the hospital. Customer was prescribed metformin. Customer had tested using the true metrix meter and had obtained a result of 322mg/dl fasting. Note 2: manufacturer contacted customer in a second follow-up call on 19-feb-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for hi blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know her expected gluocse range; customer is not diabetic. At the time of the call, the customer reported feeling thirsty; husband was going to seek medical attention for the customer. During the call, a blood test was performed by the customer fasting and produced test result of hi using truemetrix meter. Customer had recently purchased the truemetrix meter and test strips. The test strip lot manufacturer¿s expiration date is 05/31/2022 and open vial date is 02/16/2021. The meter memory was not reviewed for previous test result history. Husband called brand new to the meter, his wife is thirsty and is actually not a diabetic she has brain cancer, but on steroids' now and the attending physician did not give the metformin to treat the blood sugar, ran a blood with the husband and it is still reading hi after applying the blood to the strips, will call the hospital to see if someone can call in the metformin or advise what they want the husband to do.